Manufacturer narrative:
Please note that the gender of the patient is unknown. Image(s) review: the site provided three images depicting one of the two stents reported to be in the expected location in the right superficial femoral artery territory (sfa). No contrast images, images of the stent in different views or images of the target lesion prior to initial treatment were provided. The stent that is depicted is located in the proximal aspect of the sfa. The proximal end of this stent, though expanded, appears irregularly expanded. Without different views of the stent in situ, it is difficult to assess whether the stent is fully apposed to a highly calcified vessel wall. Without contrast images, it is not possible to assess the integrity of the stent lumen or the distal run-off. Concomitant devices: smartflex 6-150 stent, unknown balloon for pre-dilation, and unknown balloon for post-dilation. (B)(6). The device is implanted and will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the second smartflex stent (6x120) was implanted at the superficial femoral artery (sfa), the proximal portion of the stent was "crumpled", post balloon was performed and a 6x40mm smartflex was implanted. The patient was okay. The intended procedure was a long sfa cto case. Pre- ballooning was fully done. One smartflex 6x150mm was deployed on the distal part of sfa. When one more smartflex was deployed, proximal part of the stent was crumpled. Post-ballooning was performed, and a 6x40mm smartflex was deployed. Pictures were provided. The patient was okay.

Manufacturer narrative:
Complaint conclusion: a report was received that the proximal portion of a 6 x 120mm smart flex stent appeared ¿crumpled¿ after it had been deployed. The stent was then post-dilated and a 6 x 40mm smart flex implanted with no reported patient injury. The event involved a patient undergoing a percutaneous intervention of a target lesion in the superficial femoral artery (sfa) that was described a long 300mm chronic total occlusion (cto). The patient¿s vasculature was accessed and the lesion successfully pre-dilated. The patient¿s target lesion was then treated with the successful implantation of a 6 x 150mm smart flex stent in the distal aspect of the lesion. The site reported that the 6 x 120mm smart flex stent delivery system (sds) had been stored, inspected, prepped and handled according to the instructions for use (IFU) and that no damage or anomalies were noted on the device or its¿ packaging prior to use. The sds was advanced without difficulty and is reported to have not passed through any acute bends or through any previously deployed stents. No difficulty or resistance was experienced while crossing the lesion. The site reported that the sds had been held flat and straight outside the patient, that there was no difficulty experienced during the stent deployment and no unusual force had been used. Once deployed (overlapping the first smart flex stent), the proximal portion of the stent is reported to have appeared ¿crumpled¿ while the remaining portion appeared to have fully expanded. The sds was successfully removed without difficulty. The patient was then treated with the post-dilation of this stent and the deployment of a third smart flex (6 x 40mm) with no reported patient injury. The site provided three images depicting one of the two stents reported to be in the expected location in the right sfa. No contrast images, images of the stent in different views or images of the target lesion prior to initial treatment were provided. The stent that is depicted is located in the proximal aspect of the sfa. The proximal end of this stent, though expanded, appears irregularly expanded. The device remains implanted in the patient and is thus not available for return to the manufacturer. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿stent ¿ compressed/crushed¿ event was confirmed based on the review of the provided images. However, without different views of the stent in situ, it is difficult to assess whether the stent is fully apposed to a highly calcified vessel wall. Without contrast images, it is not possible to assess the integrity of the stent lumen or the distal run-off. The product IFU directs users to perform an arterial angiogram to verify full deployment of the stent. If incomplete stent expansion exists, post-deployment dilatation can be performed at the discretion of the physician. Deployment of stents in sfa lesions presents multiple forces at work including flexion, torsion, longitudinal expansion and contraction. Based on the information available for review, there are vessel characteristics (300mm cto) that may have contributed to the reported event. Based on the device history record review, there is no indication that the event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.